Event description:
It was reported that a bowel procedure three to four weeks following a bowel resection, the pt developed decrease in appetite and returned to md several times in a dehydrated state. CT scan in 2001 showed peri-splenic abscess with 400cc of pus at the location where nu-knit had been placed. The pt underwent 2 weeks of IV antibiotic therapy. The surgeon also stated she used fibrin glue at the same location.